Manufacturer narrative:
Per tandem user guide: only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was report that an occlusion alarm occurred. The customer went to the emergency room (ER) with a blood glucose level of 440 mg/dl with high ketones. The customer attempted to self-treat with a with a supply change but was treated intravenously with fluids of saline and insulin at the ER. The customer was released same day with issue resolved and no permanent damage. Systems check with tandem technical support verified the pump was functioning as intended. Reportedly, the customer was using admelog brand insulin, which is considered off label insulin use per the tandem user guide. Tandem technical support educated the customer on this.